Manufacturer narrative:
Investigation: six loose 5ml assembled syringes were received by bd canaan and reported to be from batch #7153990 (p/n301027). The bag of samples was apparently mistakenly assigned incorrect pr #(B)(4). The samples were evaluated. All six 5ml syringes performed as expected for functionality. No defects were observed during the evaluation. A review of the device history record revealed that all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7153990 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the samples received, the complaint could not be confirmed. The ¿visible residue¿ that the customer describes in the verbatim is silicone, which is normal and necessary for the syringe to function properly. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Manufacturer narrative:
Lot # provided on 8/2/17 and updated for this MDR.

Manufacturer narrative:
No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the stopper of the syringe gets stuck and becomes difficult to move. When enough force is used to move the stopper, it leaves residue that looks like oil. There was no report of injury or medical intervention.